Event description:
Customer's father reported customer was hospitalized due to high blood glucose values and high ketones. The insulin pump alarmed no delivery. The blood glucose reading at the time of hospitalization was 295 mg/dl. Customer's father reported that the alarm was resolved with a complete set change. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.